Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the case on the battery tube side, broken left belt clip rail. The pump was received with a battery cap. The contact was missing. In summary, the customer¿s report of a broken belt clip rail and a cracked case both were confirmed during visual inspection. The pump does not meet specs due to the missing battery cap contact. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack along battery side of pump and railing on back of pump was damaged too. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the device was returned for analysis.